Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 680r26 heart ring implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the wavelet discriminator failed to withhold therapy and the patient received inappropriate shock. The patient is very anxious and upset. The patient had recently stopped taking their medication and has had recent coronary artery bypass graft (CABG) surgery. The implantable cardioverter defibrillator (ICD) remains in use and the patient was advised to continue taking their medication. No further patient complications have been reported as a result of this event.